Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing which resulted in false pause detection. The sensitivity of the icm was decreased to address the issue. The patient's condition was unknown.